Event description:
It was reported to philips the unit has a failed navigation (nav) ring that does not operate and causes numbers on screen to jump when attempting to make a selection. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. It was indicated the unit was having speed knob issues with the device. Philips remote service engineer created assignment for field service engineer (fse) to be dispatched for repair. Further information is pending.

Manufacturer narrative:
H10: the service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.